Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door latch error". The device alarmed door not fully latched, which is likely what the reported symptom is referring to, determined to be caused by a failed upper hook switch. The upper auxiliary assembly, which contains the failed upper hook switch, was replaced.

Event description:
It was reported that a spectrum infusion pump has a "door latch error". It was also reported that there was no patient injury.